Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Laparoscopic hysterectomy- "the balloon inflated correctly but didn't deflate and, to take it off, they had to enlarge incision (and took off trocar with inflated balloon." Type of intervention: enlarge trocar incision. Patient status: good.

Manufacturer narrative:
Investigation summary: the incident product was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the incident. A review of the manufacturing records for this lot reveals the lot passed all manufacturing and quality inspections. During the manufacturing process, all kii advanced fixation trocars are thoroughly inspected and leak tested for functionality and performance prior to packaging. This document represents our final report.